Manufacturer narrative:
Analysis of product #97712 found stim ins/battery/reduced capacity due to overdischarge, no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient is very sensitive to positional changes with either high density (hd) or low density (ld) settings. The patient stated that with conventional ld paresthesia that she often becomes nauseated from the tingling sensation in her hip and legs; she is also very aggravated with having to constantly adjust amplitudes for positional changes. The patient indicated that the device is functioning normally. The patient is very compliant with device and knows how to use their remote well. The rep discussed with the patient's pain management physician the patients difficulties with both being unable to tolerate ld stimulation as well as well as her complaints of being very sensitive to positional changes. The health care professional (hcp) suggested the patient be upgraded to a different device with adaptive stim. This would enable them to preserve the patients hd programming and set up adaptive stim so that it automatically adjusts amplitude based on her position. No surgical intervention has occurred. Surgical intervention has been planned but not scheduled. There has been no determination for the cause of the patients postural sensitivity to either ld and hd paresthesia. Surgery date for replacement has not been scheduled. The rep will send an update when replacement is scheduled. Additional information received from the representative. It was reported that patient underwent successful replacement of their ins. The doctor stated that the patient was having trouble recharging their battery, it was overdischarged, and it would not respond to the attempted physician recharge mode. No further complications reported.